Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the inbone ii poly liner was removed approximately 5 years post-op. The poly was removed for talar subsidence and cystic formations. No additional information is available at this time.

Manufacturer narrative:
The product was returned. The poly exhibits damage that is consistent with removal. Wear analysis was performed on the poly and determined that 10% was from pitting, 20% from burnishing, 30% from scratching, and 40% from machine marks.